Event description:
Subsequently, a replacement procedure was performed. This device was removed, replaced and returned for analysis.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed elective replacement indicator (eri) battery status had been reached due to extended charge time of 20 seconds. There was concern that the battery depleted more rapidly than expected. A replacement procedure is intended. Upon removal return of this device for analysis is intended. No adverse patient effects were reported.

Manufacturer narrative:
- -

Manufacturer narrative:
Upon removal and receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.